Event description:
During a follow-up, loss of capture was observed on the device. Technical support was contacted and suspected that the event was due to the device parameters. Recommended reprogramming was performed to resolved the event. The patient was in stable condition.